Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The oxygen flush valve was replaced to resolve the reported issue.

Event description:
The hospital reported an over delivery of pressure to the patient circuit. There was no report of patient involvement.